Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that (B)(6) old patient (2 hour surgical procedure) postoperatively developed redness in the lower leg area (circumferentially following the outline of the garment) on the unoperative limb (only one garment used during the procedure) in the area of where the l501m garment was positioned during the surgical procedure. On (B)(6) 2016 it was reported that the redness on the lower limb has been resolved and so far, it was determined that "a larger size garment should have been used".

Manufacturer narrative:
An investigation was carried out into the complaint. Following the information reported the patient developed postoperative redness on the lower leg area after using dvt l501 m garments. It can be established that the dvt prevention system consisting of flowtron pump and dvt l501 m thigh garments was being used for patient care when the event took place and in that way contributed to the outcome of the event. No malfunctions were indicated that could have caused or contributed to the event. Following the above the dvt prevention system was found to have been up to the specification when the event took place, but it appears to contributed to the event due to a use error. The treatment with use of arjohuntleigh systems needs to be combined with an individualized monitoring program. Based on collected information to date, we believe that the redness on patient's leg was a result of wrong size of garment fitted. This was confirmed by the information included in the complaint by clinical expert (rn, bsn) that "a larger size garment should have been used". The flowtron dvt prevention systems are to be used as part of a prescribed plan of care. The system universal is intended for use only in professional healthcare facilities (e.g. Hospitals or physicians' offices). The type of garment used on an individual patient must be specified by a physician. Arjohuntleigh offers a wide selection of calf, thigh and foot garments to ensure the best patient comfort and proper fit. In conclusion, we determined that the issue was caused by the application of the wrong size of the garment to the patient's leg. Arjohuntleigh identified towards the customer staff the need to correctly select the type and size of the garment so as to avoid incidents of this nature occurring. We also advise in the IFU that patients using these garments are to be regularly checked / monitored to ensure therapy is being provided. Based on all collected information to date we believe that the root cause of this problem is lack of education and training. It is recommended that the customer is educated that larger sizes of garments are available and retrained in the use of the product with safety warnings and correct and safe use of the product. In summary, the device was being used for patient treatment during the event occurrence and was found to be up to its specification. Although no serious injury was reported, we determined this event to be reportable in abundance of cautions based on potential for harm with higher severity.